Manufacturer narrative:
(B)(4). This report for a check patient line alarm where air was observed in the patient line was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during fill 1. The patient was connected. The patient stated there were a lot of air bubbles in the patient line. The patient stated they forgot to open the patient line clamp during prime. The baxter technical service representative (tsr) informed the patient she should not have connected but rather should have primed the patient line again. The tsr advised the patient she would need to end therapy and start over with new supplies. The tsr assisted the patient with ending therapy and the patient would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported check patient line alarm. The rn stated she just saw the patient and was made aware of the issue and what happened. The rn informed the patient to call her first when they have issues so the nurse can try and help. The rn stated everything was fine and the patient was continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported.